Manufacturer narrative:
One opened probe was received with a tip protector. The returned sample was visually inspected and found conforming. The sample was then functionally conforming for actuation, aspiration and cut. The sample was found conforming for actuation and aspiration and was non-conforming for cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, cutting edge, and several other locations along the inner cutter. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The complaint evaluation confirmed that the probe had a cut issue. The evaluation did not confirm that the probe had an actuation issue. The most likely root cause for the poor cutting is the observed damage to the inner cutter of the probe. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause for the cut issue cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the cutter did not actuate and cut occurred when using the cutter during a procedure. The condition of aspiration is unknown. The procedure was completed after replacing the product with another one. There was no harm to the patient. No additional information is expected.